Event description:
False positive result (s). False-positive result. The customer stated that they received one positive result and two negative results when testing with three different flowflex tests on the same day. The customer did not want to file a complaint and did not provide any kit information.